Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten and there were no alarms relating to the original complaint. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no loss of primes occurring. (B)(4).